Event description:
Customer reported issues with the insulin pump. Customer states that he had a failure with his insulin pump. The insulin pump started buzzing when he pulled it out of his pocket. Customer also states that there is also a blank screen. The blood glucose reading is 147 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive up and down buttons due to corroded keypad traces. No blank display, display anomaly, buzzing, unexpected audio beep or back light anomaly noted during our testing. However moisture damage was found on the electronic and motor assembly. The insulin pump has minor scratched display window, cracked cast at display window corners and cracked reservoir tube.